Event description:
It was reported that the device would not power on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control provided technical assistance to the biomed, and at the request of the biomed, gave the part number for a replacement power pcb to system pcb cable assembly. The biomed indicated that they will be replacing the power pcb to system pcb cable assembly.